Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device and the patient pricked her finger.

Manufacturer narrative:
Correction - section e initial reporter address information was updated.